Event description:
The patient came in reporting pain due to a dislocation of the head from the liner and the cause of the dislocation is unknown. The surgeon revised the head and liner 2 years and 2 months after the primary surgery. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 19 october 2021. Lot 183102: (B)(4) items manufactured and released on 26-jul-2018. Expiration date: 2023-jul-12. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 19 october 2021. Ball heads: mectacer 01.29.205 biolox delta ceramic ball head 12/14 ø 32 size m 0 (k112115) lot. 180535; lot 180535: (B)(4) items manufactured and released on 13-jul-2018. Expiration date: 2023-jul-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported event ((B)(4)).